Event description:
The manufacturer received information alleging a ventilator's lcd screen was blank. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's lcd screen was replaced because it was blank. The lcd screen was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the lcd screen was found to be physically damaged from being dropped or sustaining an impact, causing the blank display.